Event description:
Reporter stated that caller from facility reported that the volume lcd on station 2 had missing segments. Reporter had her press on display, but this did not resolve the issue. This occurred prior to installing a transfer set, so there was no pt involvement. The user was advised not to use the unit, which will be sent to product services for eval.